Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts) and was taken to the emergency room (ER). The ER provided six crackers and zophrane to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.